Manufacturer narrative:
(B)(4). Batch # m54z76. The analysis results showed that one ecr60b was returned with the cartridge deck damaged and the pan partially detached; in addition, the one piece sled was noted to be damaged. Additionally, the reload was received with the right side fully fired and left side partially fired 1/3. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled and all staples are present prior to shipment. Event could not be confirmed as no instrument was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2016. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the product code of the stapler being used with the ecr60b (plee60a, pse60a, ec60a, etc.)? Was buttressing material utilized? If so, which product? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a gastric bypass procedure, while creating gastric pouch the staples cut and stapled remnant side, but on the pouch side it managed to cut through but failed to staple. Had to re-staple it, which worked fine. There were not staples to see on the side it didn't fire. There was a huge hole. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.